Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported disengagement failure of a disposable perforator (ID 261221) during surgery causing dural damage and minor brain contusion requiring hemostasis. It occurred at making the first burr hole at the tent. The procedure was completed with a replacement product available. The drill used with the perforator was a emax2plus. According to reporter, it is unknown if the perforator clicked in place on the drill; it is also unknown if the recommended spring tests were performed between each burr hole.

Manufacturer narrative:
The disposable perforator (ID 261221) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - a visual inspection utilizing unaided eye was performed and found the units were lightly soiled and had a worn eo label. A spring test was performed, all units were determined to function as designed. A functional test was performed, units successfully drilled 5 holes each and were found to function as intended. Therefore the complaint condition could not be confirmed through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint. The failure analysis showed the product passed all specification and functioned as intended: possible root cause is user misuse.